Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 08/05/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored display with audible and vibratory features. The battery compartment was cracked near the base seal. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. Review of black box and history showed that total daily delivery added up correctly. (B)(6).